Event description:
Additional information from the healthcare provider indicated that the patient had an appointment with a representative for the issue on (B)(6) 2016.

Event description:
Additional information was received via the manufacturer representative from the patient. The patient had met with the manufacturer representative and the previous power on reset 0x400 code was cleared.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient's stimulation had been stopping and starting on its own, so she had been pushing buttons and got the power on reset that had occurred starting a normal recharging session. The implantable neurostimulator battery had been going dead often and she was frequently needing to recharge. The patient also noted having several falls every day. The patient was able to check the status on the patient programmer and saw charge implantable neurostimulator on the patient programmer. The patient mentioned that their implantable neurostimulator battery was currently dead. There was a power on reset message on the implantable neurostimulator recharger, but the patient was able to bypass and begin charging the implantable neurostimulator. There were 8 confirmed darkened coupling bars. These issues had been occurring for a few weeks. The patient had been successful to recharge the implantable neurostimulator to one quarter full and was able to successfully reset the power on reset message and turn stimulation on. When the patient tried to start recharging again, the stimulation stopped on its own and then started back up. The patient was successful to start charging again and the therapy was adequate for the patient. The amplitude was at 5.20 volts and got it at 3.70 volts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.